Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1 and a2 (birth date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary left total knee replacement implanted on (B)(6) 2016, with no reported complication. Pain and unspecified symptoms increased in 2020, with antigranulocyte scintigraphy on (B)(6) 2020 ruled out sepsis, and demonstarted hyperactivity below the posterior internal tibial plateau. It confirmed loosening with large resorbant cysts next to the tibial component. Patient then received radiological assessment on (B)(6) 2021 showing increase in volume of those same cysts involving the tibial plateau. On (B)(6) 2021, patient received a left total knee revision to address pre-op diagnosis of "loosening of the femoral and tibial components...most likely aseptic". The procedure included debridement, bacterial samples, and washing, as well as explantation of entire left total knee replacement, extensive synovectomy, and placement of an antibiotic spacer. A viscous yellowish liquid was expressed from the joint following arthrotomy, which was sent for bacteriology. A large medial tibial defect was noted following removal of the tibial implant. The loosening interface was not identified for either the tibial tray or the femur components. The patella was not noted to be loose. All implants were explanted, cultures obtained from femoral and tibial canals. Patella component was removed. An antibiotic spacer was placed following thorough washing of wound. At no point in the surgical dictation was infection confirmed, despite the extensive treatment. Antibiotic therapy, physical therapy, followed by reimplantation of definitive products planned to occur six weeks post-revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, b7, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirms wear. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for attune poly wear date of implantation (B)(6) 2016 on left side.